Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd, stripped battery cap, coin slot, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the battery cap is not opening and the plastic is breaking from trying to open it. The customer stated that the location of the damage is around the top part of the battery compartment. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.